Event description:
During a replacement procedure, this ICD was attached to the existing leads. The patient was induced using t-wave shock into vf but no ventricular sensing of the vf occurred. The patient was manually shocked and converted and after conversion normal r-wave sensing was observed. However, after some additional testing, it was decided to not implant this ICD. A new ovatio 6550 was implanted successfully.

Manufacturer narrative:
(B) (4) patient was manually shocked. The analysis for this device is pending.

Event description:
During a replacement procedure, this ICD was attached to the existing leads. The patient was induced using t-wave shock into vf but no ventricular sensing of the vf occurred. The patient was manually shocked and converted and after conversion normal r-wave sensing was observed. However, after some additional testing it was decided to not implant this ICD. A new ovatio 6550 was implanted successfully.

Manufacturer narrative:
(B)(4).patient was manually shocked. The analysis for this device is pending.